Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The power supply was observed to be deformed, failed to output any significant voltage and became excessively hot to the touch during testing.

Event description:
Boston scientific received information that the communicator wasn't getting power and the associated power supply was hot to the touch. No adverse patient effects reported. A replacement communicator was shipped to the patient.